Event description:
It was reported that the patient was experiencing gastrointestinal (gi) bleeding on (B)(6) 20216. On (B)(6) 2016 the patient received a blood transfusion. A coloscopy on (B)(6) 2016 reveled a colon ischemia with transmural mucosa necrosis. The gi bleeding was forrest ib-iib. The consulted abdominal surgeons recommended a conservative therapy. Due to ongoing perianal bleeding, abdominal surgeons were re-consulted, and they suggested a hemicolectomy. The hemicolectomy was performed on (B)(6) 2016. Further ongoing perianal bleeding was noted so another coloscopy was performed. The colonoscopy revealed an ulcer above the anastomosis with bloody oozing which could not be treated endoscopically. The abdominal surgeons then recommended to wait. There was no perianal bleeding after (B)(6) 2016.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The relevant sections of the device history records for mlp-003802 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The manufacturer is closing the file on this event.